Event description:
On 09/15/1998 and 09/16/1998 the account reported erroneous white blood count of 76.1 and 72.9 respectively, for cbcs on a pt. An exploratory laparotomy was performed due to the pt's unexplained white blood count increase. The following flags were given with the complete blood count results; white blood count, band, nucleated red blood cell and differential. The account stated the white blood count were verified by checking specimen smears. The 09/15/98 specimen was retested in "rrbc", resistent red blood cell, and a white blood count of 19.4 was obtained. The smear for this sample was then checked and the white blood count was verified to be around 20.0. The 09/16/98 sample was also retested in "rrbc" and a white blood count of 20.1 was obtained. The account believes white blood count reported on the pt before 09/15/98 were also erroneous. No further pt info has been provided.